Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged battery charge lasting less than expected, unexpected battery power loss, and pump error 25 alarms found on (B)(6) 2021. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. The pump was monitored and no power error 25 alarms, blank display or unexpected power/battery alerts noted during testing and a review of the downloaded history files show there were two (2) power error 25 alarms ((B)(6) 2021 at 20:00 and (B)(6) 2021 at 12:00) that occurred. There was also one (1) off no power (replace battery now) alarm alarm at 08:31, one (1) batt out limit (power loss) alarms at 08:43, and two (2) change battery faults (replace battery alert) at 08:00 and 08:42 that occurred on (B)(6) 2021. Pump trace download analysis confirmed the pump alarmed power error 25, low battery, and power loss. The power management graph confirmed power error 25, low battery, and power loss alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was cut open for visual inspection. No damage or moisture damage found on the electronic assembly (pcba 1 and pcba 2), motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 25, low battery life (battery charge lasting less than expected), and unexpected battery power loss are confirmed due to connector resistance j6 /pcb 1. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received an unexpected battery power loss alarm. The customer did not receive a low battery alert prior to the replace battery alert, replace battery now alarm or off no power alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert, replace battery now alarm or off no power alarm without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.